Event description:
When the device had been inserted into the pt, the scrub nurse went to open the stone basket & the handle broke off. This made it impossible to operate the device for the procedure. The device was removed & a new stone basket inserted & the procedure continued without any problems.